Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified random high ion-selective electrode (ise) results.the fse replaced the defective buffer valves. Cleaned and sonicated all the ise tubing, cleaned and filed all the ground connectors, replaced tubing 7 from buffer valve to buffer bottle connector, performed alignment, replaced both perstaltic pumps, replaced valve ad replaced tubing which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified loose tubing to flowcell inlet, a leak at the reference valve, and a failing buffer valve which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The complainant reported erroneous results ion-selective electrode (ise) issues. Additionally, there was no report of patient results released from the laboratory. Nopatient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.

Manufacturer narrative:
Corrected date of this report. Completed other relevant history. Unknown.